Event description:
It was reported that the lead was capped due to upper high voltage lead impedance measurement. No adverse consequences were detected.

Manufacturer narrative:
(B)(4)

Event description:
New information received states externalized conductors were visually observed when the right ventricular lead was capped.